Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: a review of the black box showed multiple call service 163 no cartridge detected warnings. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister and on the display screen inside the pump. The leak test failed due a battery compartment leak. The piston was unable to detect the cartridge upon the first load attempt. The reported ¿load step malfunction¿ complaint was duplicated. The pump cover was removed to find further moisture corrosion to the circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.